Event description:
It was reported that this right atrial lead exhibited farfield oversensing. The device was reprogramed, however, due to this, the right atrial channel exhibited undersensing. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the device exhibited undersensing once more on the right atrial channel. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.